Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is rupture.

Event description:
Patient reported left side ¿implant ruptured and had caused extensive damage to their breast.¿ the patient additionally reported ¿being very sick 1-1.5 weeks before the diagnoses, however blood work came back normal, vomiting,¿ and ¿a lot of tissue removed and a lot of scar tissue;¿ these events are not related to the device. Device has been explanted.